Manufacturer narrative:
There was no lot number or sample provided for evaluation. There is no previous complaint with connection non-conformance failure mode reported in the last twelve months for this product family. The defect was not confirmed since there was no product to evaluate. The device history record could not be reviewed since the lot number was not provided. This complaint will be filed for qa trends.

Event description:
On (B)(6) 2010 - product monitoring received email from ge healthcare representative regarding an event that occurred on (B)(6) 2009. Customer reported that the injector tubing leaked, spraying contrast on the gantry. There was no reported injury to the patient or staff due to the reported event.